Event description:
It was reported that the customer was hospitalized with high blood glucose level and dka. Customer was treated with IV insulin and was released the next evening. Customer blood glucose levels were coming down.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.